Event description:
Legal claim and medical records received. It is alleged that the patient suffered from pain. The claim also alleges "probably loosening of the femoral component." However, the femoral component is competitor product. The cup and head have been reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit.